Event description:
It was reported that the device had restarted a few times during use. No patient health consequences have been reported.

Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected evita v500 with product serial no. (B)(4), produced in feb. 2015. According to the logfile the reported event could be confirmed. The device alarmed and behaved as specified. An internal communication problem led to an unexpected restart of the ventilation unit and the cockpit for an unknown reason. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a restart of the ventilation unit will be triggered with accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After successful restart the ventilation will be automatically resumed and continued with the latest settings. If the internal communication between the cockpit and the ventilation unit cannot be reset within expected time, the alarm message ¿device failure (3)" will be posted. The display of monitoring parameters on the cockpit screen might be restricted in case of present "device failure (3)". Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can track the on-going ventilation. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.